Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer changed their pump supplies in order to resolve the occlusion alarms. The customer experienced blood glucose (bg) levels of 275mg/dl at its highest and moderate levels of ketones. Correction boluses were delivered to address the bg levels. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.